Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. The product was returned with the competitor sheath covering 3/4 of the membrane. Blood is observed on the interior and exterior of the catheter and between the catheter and the sheath. The sensor and extracorporeal tubing was cut completely. The one way valve was returned with the pressure tubing cut completely. Three kinks were observed. One kink was located on the catheter tubing at approximately 76.7 cm from the iab tip. Two kinks were located on the inner lumen at approximately 4.83 cm and 20.32 cm from the iab tip. The optic fiber was separated at 17.8cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and the leak was found on the catheter tubing near the y-fitting at approximately 76.7cm from the iab tip. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon ruptured and customer noted blood in the tubing. The balloon was replaced without any further issue. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon ruptured and customer noted blood in the tubing. The balloon was replaced without any further issue. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.